Manufacturer narrative:
The reported complaint of a user advisory 7 (discrepancy between load 1 and load 2 too large) message was confirmed during initial functional testing and archive data review. During initial functional testing the reported ua7 message appeared upon powering on the device. Also, the archive data revealed that multiple ua 7 messages occurred on the reported event date. The root cause of the issue was due to faulty load cells. The autopulse platform is a reusable device and was manufactured in 2008. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device. Unrelated to the issue, during visual inspection the top cover and battery latch were found damaged, and the power distribution board was noted to have an old revision. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a user advisory 7 (discrepancy between load 1 and load 2 too large) message. The message was first observed upon powering on the device during a morning shift check. In a follow-up with the reporter, it was mentioned that prior to the ua7 issue, the previous crew stated that the platform stopped compression during a response call. The previous crew, however, did not take note of any user advisory messages at that time. Additionally, after returning from the response call, the reporter indicated the crew did not diligently perform a complete check of the platform before returning it to service for the next shift. The reporter placed a mannequin on the platform, however, the issue persisted. There was no report of patient consequence.